Manufacturer narrative:
Load fill tubing and load fill estimate and cartridge installation was not verified. Altitude alarm issue the failure investigation has been completed. Based on the analysis, the alleged issue was not verified.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that an altitude alarm occurred and it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly the customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 84-188 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.